Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had partial display and beep anomaly. The customer¿s blood glucose level was 8.2 mmol/l at the time of the incident. Customer stated that the insulin pump does not beep whenever having a high or low. Self test was performed and customer stated that the insulin pump beeped during tone test. Customer stated that the display did not return to normal after inserting a new battery per instructions for use. Customer stated the pump was neither dropped nor bumped. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.